Event description:
A (B)(6) old male pt contacted zoll customer support to report constant 'check therapy electrode' messages. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. As received, the trunk cable connector was cracked which damaged the white pulse wire. The cause of the check therapy pad messages is the damaged white pulse wire. The cause of the damaged white pulse wire is the cracked trunk cable connector. The root cause of the cracked trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.